Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately seven (7) years ago. Subsequently, the patient was revised twenty (20) days ago due to the implant fracturing.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified signs of use with nicks and gouges to the locking ring and also the edge near the locking ring. There are also scratches on the bottom side of the tray around the fracture site. The post has fractured away from the tray and was returned. The post has some pits and some galling as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was noted that the patient was doing push-ups when the snap occurred, this has been identified as a contributing factor. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.